Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced the multiple parts (wash collar, sample probe, sample syringe and valve). This improved the precision, but did not totally resolve the issue. The fse returned to the customer's laboratory on (B)(4) 2013 at which time it was identified that the cap piercer was overflowing due to the 3 way waste valve not opening. The fse replaced the valve which resolved any remaining issues. Failure mode of this event is unknown. Multiple parts were replaced which could have caused or contributed to the event.

Event description:
A customer reported to beckman coulter, (bec), that the unicel dxc 800 pro synchron clinical system generated false low sodium (na), chloride (cl), carbon dioxide (co2), calcium (calc) and modular total protein (tpm) results on at least six (6) patient samples. The customer stated that they had low recovery on patient samples in the morning, but routine troubleshooting of na and cl electrodes and maintenance resolved the issue. No data was provided from the morning event. Later in the afternoon, the customer had another occurrence of the low recovery. Per customer, when the issue was noticed, the samples were rerun. Data provided by the customer was from the afternoon event. Based on the provided data, the "correct" patient results were generated first. It was not until a later rerun that the results were erroneously low. Included in the rerun data were several reports from the other dxc analyzer, (s/n (B)(4)), in the customer's laboratory with erroneously low results. Per the customer, these results were not from a malfunction of the dxc s/n (B)(4) instrument, but due to the original dxc 800 pro analyzer (s/n (B)(4)) leaking/contaminating the primary tube (due to the leak at the cap piercer). Quality control (qc) prior to the event was within the lab-established ranges. Qc was not run after the event. The customer confirmed that the higher results from the original run were the correct results. It does not appear that any reports were amended.